Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported during a left knee arthroscopy meniscus repair surgery, the surgeon used a fastfix 360 for the posterior horn. The 2 anchors were deployed successfully but during the pulling of the suture, the loop is unable to go down, even with the use of a knot pusher, and a probe. Using the probe to test the stability, t1/t2 were left behind the meniscus but the meniscus still feels not stable as the final loop was cut off, but due to the limited space of the meniscus, surgeon couldn¿t put one more anchor to reinforce the meniscus. End up leaving it. The two anchors that were left in the patient did not accomplish their function. The procedure was successfully completed with a delay of less than 30 minutes wit the same device. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on: h6 (medical device problem code).

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).